Manufacturer narrative:
The baxter technician found the siderail cable needed to be replaced. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 22, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail cable to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that advanta2 rental bed (product code p1190arent01, serial number (B)(6)), had multiple articulations self run. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.